Manufacturer narrative:
The actual device was not available; however, photographs and a video of the sample were provided for evaluation. Visual inspection identified a leakage from the replacement line connected to the deaeration chamber. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted. Oxiris has been temporarily approved for use in the us under emergency use authorization (B)(4) with a specific indication to treat patients with covid-19 infection.

Event description:
It was reported that after connecting an oxiris set to the patient, an external fluid leak from the line was observed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.